Event description:
This patient had cancer and developed an abscess. The physician did not feel the abscess was related to this system, but the system did need to be explanted. The pacemaker was explanted on (B)(6) 2017 and the leads were removed the next day.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.